Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the endo stitch needle dropped.